Event description:
Patient states that "he" developed a bacterial infection a few weeks ago which required "removal of anything that could be infected". Infection was related to device implant but doesn't appear to have been caused by device implant. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).